Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Tandem technical support assisted customer in loading a new cartridge. Customers full estimate was accurate after loading a new cartridge. Customers blood glucose levels were not impacted